Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient developed skin irritation under one of the rear therapy electrode pads described as a red sore spot. The patient's nurse applied a cream to the rash. Follow-up indicated that the irritation was clearing.